Event description:
Healthcare professional reported right side "pain¿, ¿progressive volume increase¿, ¿contact dermatitis¿, ¿capsular contracture¿, and "an anechoic collection with thick internal septa measuring approximately 80 × 17 mm is visualized, avascular on evaluation with the color doppler technique (in relation to asymmetry)". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.